Manufacturer narrative:
The disposable handpiece used in this case was not returned, therefore a failure analysis of the complaint device cannot be completed. The lot number for the device used was identified and met all qa specifications when it was released, including adequate sterilization. The minerva surgical operator's manual lists infection as a possible adverse event after endometrial ablation under other adverse events. The disposable handpiece is provided sterile and was unlikely to have been the source of the infection in this case. Research on the subject of the role of tamoxifen as an immune suppressor suggest that while a number of early studies from the 1980s and early 1990s failed to reveal any influence of the drug on immune function, more recent evidence from investigations in humans, in animal models as well as observations from in vitro studies indicate the contrary.

Event description:
It was reported that an unremarkable minerva procedure was performed in a (B)(6) year old patient suffering from aub (e) with history of breast cancer for which the patient was prescribed tamoxifen. On day 6, after the procedure, the patient developed lower abdominal pain and high fever. Wbc was elevated. Vaginal and blood cultures came back positive for staphylococcus aureus. The patient was diagnosed with endometritis and septicemia, treated with antibiotics, fully recovered and discharged 4 days later.